Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptom. It is suspected that the clinic did not use miradry's recommended volume of anesthesia. The high volume of anesthesia or hva method increases the volume of fluid injected into the target tissue to create a separation between the skin and nerves which protects the underlying structures (e.g. Brachial plexus) and reduces the likelihood of nerve injuries.

Event description:
Clinic reported a patient who experienced numbness and pain in the left forefinger and thumb 30 days post miradry treatment. Patient took ibuprofen for the pain. The treating physician diagnosed the symptoms as "neuropathic pain in hands."